Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main full-height drawer 3 was not detected on the bus. A field service engineer replaced the faulty pyxibus module controller (pmc) board. However, after replacing the board, hardware test application (hta) tests continued to fail. Further investigation revealed that the drawer board was also faulty. Once both components were replaced, an hta test was run for drawer 3 and passed successfully, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.